Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump was damaged. Customer states that inside of reservoir damaged and screw in supports cracked, falling away. Customer¿s blood glucose was 9.2mmol/l at time of incident. Customer advised that her belt clip was also broken. Customer advised to discontinue of insulin pump and revert to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Device received with partially broken off reservoir tube lip. Device received without original belt clip.